Event description:
Found during routine testing. Customer called and reported that device is displaying a service wrench indicator and the device has logged a fault code related to ECG rhythm analysis.

Manufacturer narrative:
The device is being returned to physio-control for evaluation and repair. Physio-control will submit a supplemental report on this event.